Manufacturer narrative:
(B)(4). Method/result/conclusion: manufacturer evaluation/investigation currently in process. Itc has requested all data required for form 3500a.

Event description:
Patient 1 of 2. Health care professional reports protime microcoagulation instrument has been giving user message inr too high for multiple patients over a two week period. Prior to this customer reported no issues with this instrument. Lab results for same patients are within therapeutic range. Some patients results are within the therapeutic range (i.e. Not a user message) but lab results indicated the patient results are in the therapeutic range. Health care professional also reported a reduction in battery life. On (B)(6) 2010 protime microcoagulation system pt inr result "too high"; retested at lab on same day result inr was 1.6. Customer stated inr target range was 2.5 inr. Pt inr used to change dosages. No adverse event was reported; patient required to wait for results back from lab to adjust coumadin. Reporter also stated "not keeping a charge."